Event description:
This pt was admitted to the hosp with a chief complaint of positive stress test. The pt was currently taking aspirin. The pt was taken electively to the cardiac cath lab, where angiography revealed three lesions: a previously treated, 90% lesion in the mid-rca, with timi 2 flow; a de novo, 95% bifurcating rpl; and a de novo 95% bifurcating pda. A bolus heparin was administered via IV. A loading dose of 300 mg plavix was also administered via IV. There were no difficulties in accessing or wiring the vessel noted. The bifurcation of the rpl and pda was predilated with a 3.0x8mm voyager balloon inflated to a maximum of 12 atms. A 3.0x18 cypher stent was directly stented within the mid-rca. Then a 3.0x23mm cypher stent was deployed within the 1st rpl and a 3.0x8mm cypher stent was deployed to the pda, all with satisfactory results. The stent was not post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The pt was discharged on aspirin and plavix.